Event description:
Patient underwent omni procedure with no significant findings post-op day 1 and week 1. Patient stopped steroid drops 3 days prior to reporting eye pain and headache. Upon physician follow-up, patient presented with high iop that necessitated medical intervention and physician is considering further surgical intervention.